Manufacturer narrative:
(B)(4).

Event description:
It was reported that an error occurred and aspiration was lost. A angiojet® solent¿ dista was primed and inserted into the patient. During thrombolytic infusion an error "check saline supply" was displayed. The system fault resent and re-occurred 10 times. The device was removed from the patient and the procedure was completed with angiojet® solent¿ proxi. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer - examination revealed that the returned product consisted of an angiojet solent dista thrombectomy system. A visual and tactile examination presented no damage or irregularities of the outer and inner shafts. Visual and tactile examination presented no damage or irregularity noted in the hypotube. Visual and tactile examination presented no damage or irregularity noted in the supply line. Visual and tactile examination presented no damage or irregularity noted in the pump. The solent dista thrombectomy set was inserted into the lab ultra-console for functional testing. The thrombectomy set primed and pumped. No irregularities were noted. The solent dista thrombectomy set was examined could not confirm that there was any issues with the device. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that an error occurred and aspiration was lost. A angiojet solent dista was primed and inserted into the patient. During thrombolytic infusion an error "check saline supply" was displayed. The system fault resent and re-occurred 10 times. The device was removed from the patient and the procedure was completed with angiojet solent proxi. No patient complications were reported.